Manufacturer narrative:
Report is for one (1) unknown guide wire ¿ guide wire is one of possible two parts: 900.721 - 1.25mm non-threaded guide wire150mguidm or 900.722 - 1.25mm threaded guide wire 150mm device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle surgery the surgeon inserted a guide wire into a bone to place a screw. The guide wire became stuck in the bone and the surgeon left the guide wire in the patient. The surgeon inserted two wires and it is unknown which guide wire was still implanted in patient. There was no surgical delay. The procedure was completed successfully and the outcome of the patient was good. This complaint is for one (1) unknown guide wire. This is report 1 of 1 for (B)(4).